Manufacturer narrative:
The gross analysis of the returned device shows a hole noted in the valve right cusp lunula, which could have caused the reported mild regurgitation. The hole and an abrasion in the right cusp lunula appear to have been due to leaflet contact with the bias cloth that covers the outflow edge of the valve. Product inspection shows pannus overgrowth formation is seen to extent 1-3-mm onto all valve cusps, which could have caused the reported stenosis. An exact cause for the pannus seen on the returned product is unk, but it can be related to certain pt factors. Other leaflet tears noted in the valve right and left cusps appear to have occurred during product retrieval. Radiography shows no evidence of mineralization in the valve. Review of the device history record shows the device met all manufacturing specifications for product released to distribution. Conclusion: reduced device performance occurred and was related to the reported event.

Event description:
Information received indicates the valve was explanted due to mild regurgitation and stenosis. Pt condition of congestive heart failure reported. Product inspection at retrieval noted a small perforation in one leaflet with no obvious calcification detected and thickening of valve leaflets was noted. The valve was replaced with no subsequent pt complication reported.